Manufacturer narrative:
Neuronetics' social media monitor reached out to the person who posted the alleged adverse event. However the person did not respond to the request. Neuronetics was able to determine the practice that provide tms treatment. The clinic confirmed that the patient had an increase in anxiety/panic attacks but there was no note about tics occurring.

Event description:
Patient commented on a nni social media ad that he experienced increased anxiety and tics due to tms treatment after the first week of treatment.